Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147249.

Event description:
It was reported via voluntary medwatch that the left ventricular lead was explanted and replaced due to lead fracture. There were no patient consequences reported. Further information was not provided.